Manufacturer narrative:
(B)(4). Additional information: product problem: yes. Date of event: (B)(6) 2010. Date of this report: (B)(4) 2010.

Event description:
A nurse reported that a home peritoneal dialysis patient was overfilled during his ccpd treatment and was able to fill two 2-liter drain bags when he drained manually. His fill volume was 1,800 ml. The patient was admitted to the hospital on (B)(6) 2010 and was discharged on (B)(6) 2010. The cycler data sheets provided by the nurse showed no record of a treatment immediately prior to the hospital admission date. The last treatment date recorded was on (B)(6) 2010 which was terminated after fill 1 of 2,090 ml. Additional information: patient's pd cycler malfunctioned over filling patient. Patient unable to reprogram the cycler. The cycler was returned to fresenius.